Event description:
The olympus representative reported the bending section cover on the evis lucera bronchovideoscope was stretched. No patient harm reported. During the evaluation of the device, it was noted the forceps plug mouthpiece was scraped. This report is to capture the reportable malfunction of the forceps plug mouthpiece was scraped noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The bending section cover was elongated due to handling factors. The bending angle was insufficient due to the elongation of the angle wire. The insertion part cover was crushed due to an external factor. There were scratches on the operation part, grip, angle lever, up/down plate due to external factors. There was an abnormal noise due to damage to the angle lever and caught when the angle was activated due to external factors. There was poor insulation performance at the tip due to adhesive peeling on the bending section cover. There was corrosion of the electrical connector contacts due to handling. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction regarding the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.